Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: d274trk, ICD, implanted: (B)(6) 2011. (B)(4).

Event description:
It was reported the right ventricular lead demonstrated nonsustained ventricular tachycardic episodes noted for noise. The lead was removed and replaced. No patient complications have been reported as a result of this event.